Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not able to get green light on the telemetry portion on the monitor during a manual transmission. Troubleshooting steps were taken to no avail. The patient was referred to the clinic. This will help rule out any potential implanted device concerns. Patient may bring monitor with them to verify it is able to read their device before going home. The patient management database confirmed that the remote monitor did not have any successful transmissions since the date of the call. The device remains in use. The remote monitor remains with the patient. No patient complications have been reported as a result of this event.